Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens was removed intraoperatively from the patient's eye due to a divot noted in the iol during insertion. Another lens was implanted and sutures were used to close the wound. Please reference MDR #1119279-2014-00092 for the lens used during this event. Please reference MDR #1119279-2014-00175 for the cartridge used during this event.